Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 02/10/2026, it was reported that at around 7 am, the patient started to feel symptoms like severe migraine, disoriented and he doesn't feel well at all 6 days after the sensor was put on the arm. When he checked the sensor was reading 38 mg/dl and then he started to eat more peppermint candies thinking that he was low. Of note, the screen will not show 38 mg/dl. The word low will display for any egv 39 mg/dl and below. After treatment, the sensor was still reading low and he can still feel the symptoms. That's when they decided to go to the hospital to have it checked. At the hospital, he was given crackers based on the egv. After, the egv did not change and that's when the hospital did a fingerstick and it was reading 1100 mg/dl. They sent the patient to the ICU and given him IV for the insulin drip and 9 units per hour until the sugar lowers down and did the cat scan as well. He was discharged on the evening of 02/13/2026. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.